Event description:
The customer reported an a33 alarm. The blood glucose reading was 200 mg/dl. In troubleshooting, the insulin pump passed a drive support cap test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.